Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized due to fever and possible infections from transplant. Customer's blood glucose was 496 mg/dl. Customer treated her high blood glucose with insulin injections and insulin pump. Customer's blood glucose dropped to 243 mg/dl. Customer was wearing the device during time of hospitalization. During troubleshooting, customer was assisted in performing the high pressure test, the device alarmed a no delivery alarm, the test passed. Customer was advised to change the entire set, reservoir, and insulin. Customer will not be returning the device for analysis.